Event description:
It was reported, "pencil was in unit and it (pencil + wires) caught on fire. The customer stated that the pencil has a new cap on it that they have never seen before and they are questioning whether there have been any changes made. They received the pencil from (B)(4) back in (B)(6). As far as the rep knows there was no injury and the fire was put out with gloves."

Manufacturer narrative:
The hyfrecator reusable pencil is a reusable, hand-switching electrosurgical accessory handpiece used in conjunction with a hyfrecator electrosurgical generator for delivery of rf electrosurgical current through an accessory electrode for coagulation at the operative site. This pencil is limited to a lifetime of 100 uses. There has not been any patient or end-user injury associated with this event; however, due to the potential for injury if this event reoccurs it is being reported to the FDA. The customer has discarded the suspect device and an evaluation cannot be performed. The customer complaint is confirmed based on the event description received from the end-user. Without evaluating the suspected device a conclusive determination of root cause cannot be made. A DHR/lhr. Device history record/lot history record, review cannot be accomplished for the lot number of the device has not been made available. A two (2) year review of complaint history shows this as an isolated incident for the entire product family of hyfrecator pencils for this failure mode of fire. The customer complaint is inconclusive since the device in question is not available for review. Without evaluating the suspected device a conclusive determination of root cause cannot be made. The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed. Device disposed of by end-user